Manufacturer narrative:
No product return in anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2013, the reporter stated that she was injecting her son for over a year with an integra product. On an unk date, the son was in the emergency room due to the needle remaining in the site. The son underwent an x-ray and the syringe was not found. The reporter stated that when she performed the injection this morning she just saw blood at the injection site which has never happened before. She did not see any leakage of medication. Additional information received via telephone on (B)(6) 2013, the reporter stated that the syringe was taken apart and the needle did retract inside the syringe.